Manufacturer narrative:
The calibration and qc recovery data provided was within specification. The patient sample was received for investigation and the customer's results were confirmed. No interfering factor was identified in the sample. Based on the qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys estradiol iii results for 2 patient samples on a cobas e 801 analytical unit, a cobas e 602 module, and a cobas e 411 analyzer compared to 2 competitor analyzers. On (B)(6) 2025, the sample was tested twice on the e 801 analyzer and the results were 699 pmol/l and 712 pmol/l. On (B)(6) 2025, the sample was tested twice on a snibe maglumi analyzer and the results were 53.6 pmol/l and 64.1 pmol/l. On (B)(6) 2025, the sample was tested on the e 801 analyzer again and the result was 693 pmol/l. On (B)(6) 2025, the sample was sent to another laboratory and tested on an e 602 analyzer and the result was 662.8 pmol/l. On (B)(6) 2025, the same patient had a new sample collected and the initial result from the e 801 analyzer was 352 pmol/l. The sample was repeated and the result was 372 pmol/l. The sample was sent to another laboratory and tested on an e 411 analyzer and the result was 453.0 pmol/l. On (B)(6) 2025, the sample was tested on a snibe maglumi analyzer and the result was 33.5 pmol/l. The sample was also tested on an abbott alinity and the result was <88.1 pmol/l.

Manufacturer narrative:
The e 801 analyzer serial number is (B)(6). The serial numbers of the e 602 and e 411 analyzers were requested, but not provided. The patient sample was requested for investigation. The investigation is ongoing.